Event description:
The reporter stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens on (B) (6) 2008 in the pt's right eye. The lens was explanted on (B) (6) 2010, due to inadequate vaulting. The lens was exchanged for a longer and different diopter lens.

Manufacturer narrative:
(B) (4) secondary surgery - (B) (4).